Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high and low blood glucose while hospitalized for myasthenia gravis. Customer stated that her blood glucose runs from 90 mg/dl to 300 mg/dl and treated with insulin pump and food. Customer declined high and low blood glucose troubleshooting. Customer also had an issue with infusion set tape not sticking. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act button responded intermittently due to flattened button dome switch(no crease). No unlock on j2/lcd keypad connector noted. Pump passed all functional testing, including idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Pump had cracked battery tube threads.